Event description:
The customer reported that he was hospitalized due to low blood glucose levels. The customer's blood glucose was 15 mg/dl when the paramedics arrived, and 28 mg/dl when admitted to the hospital. The customer had been working outside on his yard, and knew his blood glucose levels were low, but he didn't stop to eat anything. The customer stated that he usually wears a sensor, but he was not wearing it that day. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.